Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on the cobas c513 analyzer commercial system (c513). All affected samples were repeated on a different instrument and corrected values were sent to the medical personnel. The customer provided an example of one patient sample that had an erroneous hba1c result that was reported outside of the laboratory. The sample initially resulted as 20 %. When repeated on the other analyzer, it resulted s 6.3 %. No adverse events occurred for this event. The hba1c reagent lot number and expiration date were asked for, but not provided. The field service engineer found a valve that was blocked, resulting in a probe not being cleaned properly.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The system was de-installed at the customer site. As the system had not been correctly maintained in the last years, it was assumed that there was a general contamination of the instrument.